Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 581 mg/dl, with an unknown cause. The customer attempted to resolve the issue by changing all supplies, and reverting to manual insulin injections. Additionally, the customer went to the emergency room (ER) where a saline solution, blood work, and insulin drip were administered. Subsequently, the customer was admitted to the hospital where an insulin drip were administered to address the high bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 and was unsure if any permanent damage was present.